Manufacturer narrative:
The customer has verified that they have had no further issues since the visit from the roche service representative.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6) a clarification has been requested. (B)(4).

Manufacturer narrative:
The field service engineer replaced the measuring cell from the instrument and ran performance testing. Performance testing results were within range and precision was ok. The field service engineer also checked environmental conditions in the laboratory. The customer exchanged the (B)(6) assays between the affected instrument and another instrument. Four additional patient results were questioned when compared to another instrument, but the results for these samples were not erroneous.

Event description:
The customer reported that they have noticed issues on 2 of their e411 analyzers with controls and patient samples showing (B)(6) results when tested for antibodies to (B)(6). Annual preventive maintenance was then performed on the instruments, including a measuring cell and tygon tube exchange on (B)(6) 2014. After the maintenance was completed, an application specialist performed a comparison between both analyzers and this was acceptable to the customer. On (B)(6) 2014, the customer called back to report that the issue had returned and that questionable results had been detected for four patient samples on e411 instrument serial number (B)(4). Of the four patient samples, three were found to have (B)(6) results. The patient samples were from bags of blood intended for donation and these were released as (B)(6) samples. The first patient sample initially resulted as (B)(6) on (B)(6) 2014 and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2014, resulting as (B)(6). The sample was also repeated a second time on (B)(6) 2014, resulting as (B)(6). The second patient sample initially resulted as (B)(6) on (B)(6) 2014 and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2014, resulting as (B)(6). The sample was also repeated a second time on (B)(6) 2014, resulting as (B)(6). The third patient sample initially resulted as (B)(6) on (B)(6) 2014 and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2014, resulting as (B)(6). The sample was also repeated a second time on (B)(4) 2014, resulting as (B)(6). It was asked, but it is not known if any patients were adversely affected due to the event. No adverse events were alleged. The (B)(6) reagent lot number was 175522. The anti-hbc reagent expiration date was asked for, but not provided. On (B)(4) 2014, an application specialist analyzed the data and determined that on e411 analyzer serial number (B)(4), only samples tested for (B)(6) showed elevated (B)(6). The customer also runs (B)(6) on the instruments and samples tested for this assay are not affected. On (B)(6) 2014, a pmt adjustment and high voltage adjustment were performed on the instrument. After this, samples were compared with another instrument. Samples had the same behaviour even after the adjustments.

Manufacturer narrative:
(B)(4).